Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported a revision of the patient's drg lead was performed due to high resistance on all contacts of the lead. The lead was successfully replaced and stimulation therapy was restored.